Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument is broken due to wear and tear.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received indicating that "plastic handle has a crack in it, it is cracked not broken" depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination. Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was not returned. A complaint database search on the provided product code identified similar reports for handle damage/breakage. Previous investigations found based on the data acquired during failure analysis of (B)(4), the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. A previous investigation (B)(4) was conducted by commercialized product development to determine if a product improvement is necessary. Dra-004006 was completed in june of 2016 and concluded no design solutions identified which would reduce the risk of handle fracture without introducing new risk. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Continue to monitor complaints under post market surveillance (B)(6). " device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.